Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon ruptured inside a patient and all the pieces were retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint voided since (B)(6) stated product received was not manufactured by (B)(4). Please make a note of it for your records. Thank you.

Event description:
The balloon ruptured inside a patient and all the pieces were retrieved. The patient's condition was reported as fine.